Event description:
It was reported that a chronic right ventricular (rv) pacing lead that had been capped and replaced due to a system upgrade was later explanted. The lead was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4): the full lead was returned in segments, analyzed and the proximal conductor was flexed and fractured. It was also noted that the distal conductor was pulled/stretched/overstressed; the proximal conductor was kinked/buckled; the proximal conductor was pulled/stretched /overstressed; there was blood in the distal conductor (not obstructed), the proximal conductor (not obstructed), and the distal electrode, the helix was pulled/stretched/overstressed; the inner insulation was breached torn; the outer insulation was breached cut; the outer insulation was breached melted; the outer insulation was breached torn; the outer insulation had a cosmetic cut; the outer insulation had cosmetic melting; the outer insulation had a cosmetic depression; the outer insulation had cosmetic environmental stress cracking; there was a white substance on the outer insulation; the outer insulation was kinked/buckled; and the lead was stretched. The analyst was unable to determine where the anchor sleeve was located at time of analysis. Fracture was located 19 cm distal from the is-1 pin. Concomitant products: 6949 implantable tachy lead 2005 (B)(6); 033-462 competitor implantable pacing lead; 4193 implantable pacing lead 2005 (B)(6). (B)(4).